Event description:
The customer contacted baxter's technical service center to report system error (se) 2240 which occurred on home choice (hc) during dwell 2 of 4. The care giver (cg) left unused supply line clamp open. The baxter technical representative (tsr) explained the alarms and advised to start over with new supplies or finish with manual supplies. The home patient (hp) to with manual supplies. The tsr advised the cg to call the registered nurse (rn) in next 24 hours and let her know what happened. The hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240. The rn stated the home patient (hp) did not inform them of the occurrence. The rn was made aware of the event for possible retraining. There were no further details provided.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. As per the complaint information the most likely root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).